Event description:
It was reported that the surgeon inserted an aa4204vf silicone plate lens and later discovered the wrong lens was implanted. The patient returned at a later date, and the lens was removed and replaced. Additional information was requested but none forthcoming. If any additional information is received, a supplemental medwatch form will be submitted.

Manufacturer narrative:
Results: visual inspection of the returned product showed that the lens was split in half, and there was evidence of a clear surgical residue.